Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the speaker of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the speaker of the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for evaluation. Results: testing of the speaker confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit condition of the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in china that the speaker of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.